Event description:
Return reason: pinhole at balloon. Analysis determined: investigation found that the balloon does not have a pinhole but that there is an interlumen leak due to a break in the catheter tubing allowing air to escape through the inflation lumen. Break origin could not be determined. No mfg defects were observed. Unit was used in vivo. This is not determined until analysis was completed. Corrective action take: the corrective action is that both the frequency and severity of this type of incident will be closely monitored to determine if further corrective action is necessary. Studies have been initiated to investigate the causes of this defect type.